Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range left ventricular (lv) lead impedance measurements above 3000 ohms. In addition, it was reported that this system showed high out of range shock impedance measurements above 200 ohms, with noise due to suspected fracture. Impedance measurements were reported to have been jumpy for a couple of weeks. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was not supposed to be reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range left ventricular (lv) lead impedance measurements above 3000 ohms. In addition, it was reported that this system showed high out of range shock impedance measurements above 200 ohms, with noise due to suspected fracture. Impedance measurements were reported to have been jumpy for a couple of weeks. This crt-d system remains in service. No adverse patient effects were reported.